Manufacturer narrative:
Voluntary medwatch report received: mw5163298.

Event description:
Voluntary medwatch received states a patient's left ventricle lead was explanted due to infection. No additional adverse patient effects were reported.